Manufacturer narrative:
We are unable to verify the reported failure on skin reaction due to no affected sample has been returned or photo of skin reaction from customer. After a thorough evaluation of all available information concerning the composition of the materials and parts as described and toxicologically assessed and safety evaluation of biological data, including review of declarations and statements provided by the suppliers for all materials e.g. Material characterization questionnaire and declaration forms (mcqd), and review of the extractable and leachable substances, the natural rubber latex, dry natural rubber, or rubber that contains natural rubber substances are not present in the device. We could suspect that certain part of the body of particular patient could be sensitive to components in the electrodes whether adhesive, sponge or the wet gel which could lead to skin reaction. No corrective action is required based on risk assessment. Production, technical team and qc were made aware on this incident via quality alert. We will continue monitoring the market for similar incidents.

Event description:
Patient experienced a severe allergic reaction within 5 minutes of the electrodes being applied to the skin. They started to feel itchy and urticaria developed. The electrodes were removed immediately and the skin wiped thoroughly. However the patient then began to develop further symptoms of anaphylaxis. Electrodes were removed and patient's skin wiped thoroughly. Appropriate treatment administered for anaphylaxis. Ambu was contacted to inform yourselves of the incident by both the clinical staff and patient and also to ascertain if there was any possibility that the electrodes may contain latex. A datasheet and skin reaction letter was provided and advice given to submit a complaint.